Event description:
The user stated a plasma sample from a female in-patient with known high sodium values was run on the c501 which produced a normal value of 124 mmol per l and was reported. The tech operating the analyzer noticed that the sample was expected to be high and reran it 3 times on the c501 with results of 164, 163 and 163 mmol per l. The same sample was then run on the integra with a result of 161 mmol per l, so a corrective report was made. No diagnosis or treatment was based on the erroneous result. It was noted the user was not performing ise calibration and qc every eight hours as recommended in product labeling. The field service representative determined there was a misaligned ise sipper probe and adjusted it. To verify the analyzer performance, he ran ise checks with no issues.